Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where all users were unable to access the enterprise server. A technical support specialist (tss) found that the database server had frozen and coordinated with the host team to reboot it, after which normal functionality was restored, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server users were unable to access the es server, with the system continuously loaded and displayed an error occurred while processing your request error message. Users were able to log in to pyxis medstations but could only dispense overridable medications. The customer was unable to place stations into critical override mode due to lack of access to the es web interface. It confirmed there were no network issues from their end. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.